Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery (rca). The physician attempted to place the 2.50x16 mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the distal edge of the stent was found lifted. No patient complications were reported. Patient status reported as "good".